Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke. The procedure was completed with another fiber without patient complications.